Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead was repositioned due to an unknown anomaly. The procedure was stated to be successful. This lead remains in service. No additional adverse patient effects were reported.